Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unreported date the patient began treatment with unspecified antibiotics (doses, frequencies and route of administration not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. The patient was not recovered from this peritonitis event and remained on antibiotic therapy. Pd therapies were discontinued and hemodialysis was initiated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. Physioneal therapies were ongoing. The patient was not recovered from the peritonitis. No additional information is available.